Manufacturer narrative:
(Exemption number e2015033). Conclusion: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The user reported only hearing buzzing (no sound) in the right ear. There have been no changes in health, medication, circumstances, head injury or other significant occurrence prior to or at the time of initial sound disturbance. Reportedly, the device suddenly stopped working. The same sound experience is reported with opus 2 and rondo sound processors. External parts have been checked without improvement. The physician looked at the site externally and reported that it looked fine. Afterwards the sound came back but was very soft with all processors. As per new information from december 2017, the user described a very quiet and distorted sound. Volume does fluctuate throughout the day. When user turns the head to the left, sound can change and improve at times. A re-implantation is recommended but no date has been scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Reportedly, the recipient hit her head prior to the reported problems. Therefore it is assumed that the impact to the head might have weakened the electrode fixation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported only hearing buzzing (no sound) in the right ear. There have been no changes in health, medication or other significant occurrence prior to or at the time of initial sound disturbance; however the recipient hit the head a few months before the reported problems. There is no information on where on the head the recipient was hit at this time. Reportedly, the device suddenly stopped working. The same sound experience is reported with opus 2 and rondo sound processors. External parts have been checked without improvement. The physician looked at the site externally and reported that it looked fine. Afterwards the sound came back but was very soft with all processors. As per new information from december 2017, the user described a very quiet and distorted sound. Volume does fluctuate throughout the day. When user turns the head to the left, sound can change and improve at times. Re-implantation surgery took place on (B)(6) 2018.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported only hearing buzzing (no sound) in the right ear. Reportedly, the device suddenly stopped working. The same sound experience is reported with opus 2 and rondo sound processors. External parts have been checked without improvement. The physician looked at the site externally and reported that it looked fine. Afterwards the sound came back but was very soft with all processors. As per new information from (B)(6) 2017, the recipient described a very quiet and distorted sound. Volume does fluctuate throughout the day. When user turns the head to the left, sound can change and improve at times. In situ measurements up to (B)(6) 2016 showed all channels ok.